Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The 1st one: the suture came loose from the needle when was the suture came loose from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify what was the appearance of the suture/needle during the removal? The 2nd one: needle broke when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify was the needle piece(s) retrieved during the same procedure? What was the appearance of the suture/needle during the removal? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? The 3rd one: the suture broke when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify what was the appearance of the suture during the removal? 3 devices: were there any unexpected outcomes or complications resulting from the prolonged surgery time? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: "d4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a gyn procedure on (B)(6) 2025 and suture was used. During the procedure, 3 ethibond sutures were used. The 1st one: the suture came loose from the needle, the 2nd one: needle broke, the 3rd one: the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer? Additional information: d4. Primary UDI number, d9. Date device returned to manufacturer , d9. Is device returned to manufacturer? , h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H6 component code: g07002 - no device problem found. Investigation summary : the product was returned to ethicon for evaluation. Sixty-seven unopened samples that pertains to product code 6965h were received for analysis. The complaint sample was not returned. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.